Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed motor error in the past and was currently alarming no delivery. Customer's current blood glucose was 282 mg/dl, treated with manual injection. Alarm and possible causes were explained to the customer. Troubleshooting was performed and insulin did exit during manual prime and the device did not alarm no delivery. No further information reported.